Event description:
Rn inserted IV into patient's lla (left lower arm) without difficulty. IV found to be leaking immediately after insertion, but was still drawing back blood. IV was removed due to leaking. After removing IV, catheter was found to have small hole at the base of catheter. A second IV was inserted into patient's rla (right lower arm) without any complications. Unsure which IV package had the defective catheter in it so both packages are available along with the catheter. Catheter was a peripheral IV cath placed in lower right extremity.